Manufacturer narrative:
The reported problem was confirmed. The cause of the battery fault lights was a damaged connector on the battery pack. Pin 5 was physically damaged which prevented proper mating with the battery charger connector. The root cause of the damage cannot be positively identified,but appears to be the result of the battery pack being forced into a misaligned connector. The damaged connector was replaced. The battery was retested and restocked. Battery pack and battery charger functioned normally. They were restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and a replacement battery charger.

Event description:
Lifecor customer support noticed that a female pt's recent download showed several "battery charger fault" and "battery pack fault" flags. Support contacted the pt's and replaced both batteries and the charger.